Event description:
It was reported, "patient nor physician know. Patient was getting ready to transport from hospital to rehab. They took an xray before discharge and noticed was dislocated."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: no devices were available for analysis. Medical records received and evaluation. A review of medical records was not performed as none were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported, "patient nor physician know. Patient was getting ready to transport from hospital to rehab. They took an xray before discharge and noticed was dislocated."